Event description:
It was reported that a dissection occurred. A 2.4mm jetstream atherectomy catheter was selected for use in the superficial femoral artery (sfa). During use in the target lesion, a bubl alarm occurred and the catheter stopped functioning while in blades up mode. The patient noted that there was pain. A dissection was discovered. A balloon was used to treat the dissection. There were no further patient complications and the procedure was completed. The patient status after the procedure was noted as fine.

Manufacturer narrative:
Initial reporter phone:(B)(6).